Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.